Event description:
It was reported that the patient had an infection. Reportedly, the patient had knee surgery and got infected. The physician needs to go back in and clean out the surgery site. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. Reportedly, the patient had knee surgery and got infected. The physician needs to go back in and clean out the surgery site. There were no additional adverse patient effects reported. All available information indicates that as of this time, the pacemaker remains in service. Additional information indicates that the pacemaker was explanted due to therapy upgrade/downgrade. There were no additional adverse patient effects reported. The pacemaker was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date, investigation results and update the entry in d6b: explant date.